Manufacturer narrative:
Findings: unit received with operating currents within specs and passed self test and rewind. However, unit seated and alarmed insulin flow block at the beginning of the displacement test, problem isolated to force sensor. Unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify prime anomaly due to unexpected insulin flow block alarm. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had insulin flow block alarm. The customer's blood glucose levels was unknown. The customer unable to get past the priming screen. The customer stated that the insulin did not exit and pump did not alarmed with no reservoir detected. Troubleshoot was performed. The customer was advised to remain disconnect. The customer was advised to remove the reservoir from the pump and rewind. The insulin pump will be returned for analysis.